Manufacturer narrative:
Additional information was provided in a.2., a.3.a., b.5., b.6., b.7., d.3., d.4., d.10. And g.9. D.3. Product manufacturing site updated upon receipt of additional information. G.9. Manufacturer report number updated and reported under 1119421-2025-02898. All the additional information going forward will be provided under manufacturer report number 1119421-2025-02898. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received there was no patient harm.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that, after intraocular lens (iol) implantation surgery, the patient experienced mechanical complication of the iol. The clinical reason for explant was myopic outcome. Additional information was requested.